Event description:
It was reported that the patient received an inappropriate shock. It was also reported that the right ventricular lead had t-wave oversensing and poor sensing which had declined since implant. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: we also received performance data collected from the device and have analyzed the data. Oversensing was noted with one ventricular non-sustained tachycardia episode equal to 170 ms on (B)(6) 2012. There were two ventricular fibrillation episodes less than or equal to 210 ms average ventricular-cycle on (B)(6) 2012. There were five lead failure predictor high rate-non-sustained less than or equal to 217 ms average ventricular-cycle between (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.